Event description:
The user facility reported removing more skin for the skin graft than expected. A new blade was used for this procedure. The user facility will not be returning this device for evaluation. According to the user facility this device was purchased in 1998 and has not been in for service since then.